Manufacturer narrative:
Since the subject device was discarded and not returned for evaluation, the referenced phenomenon could not be confirmed. As the checking of the manufacturing record of same lot, nothing abnormal was detected. It is surmised that the pipe fractured because stress that exceeded the durability of the device was applied to crush the calculus. A size and hardness of a calculus are among the factors that may cause excessive stress. As described in the instruction manual, this device is not designed to be capable of crushing all calculus. Consequently, the pipe or basket wire may break and part of the lithotriptor may remain in the body. Different parts of the device break depending on the situation such as the shape of a calculus, bending shape of a coil sheath, etc. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, notable coil sheath bent or gap etc.). Device was discarded and not returned.

Event description:
Olympus medical system corp. (Omsc) was informed that during crushing calculus in the bile duct, the calculus was hard, crushing stone could not be performed and operation pipe was broken. The doctor cut the sheath in the proximal end with a plier. Then he attached the basket wire of this device to the mechanical lithotriptor (bml-110a-1). The calculus was crushed and released from this incarceration by the use of the mechanical lithotriptor (bml-110a-1). There was no patient injury reported.